Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Pump received with deep scratched on the end cap noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump fell on the floor causing leaking from the base of the tubing. Customer also reported small air bubbles in the infusion set. Customer's blood glucose was unknown. Troubleshooting was performed and customer advised of going back to previous pump until current pump was replaced due to not being able to revert to manual injection due to allergic reaction to long acting insulin. Insulin pump is expected to return.